Manufacturer narrative:
The user reported caregiver was unable to receive data in librelinkup app from freestyle libre 2 app. The reported issue was investigated and two key limitations were identified. The reported configuration was not compatible with the customer's application and the lack of iphone model information is unavailable. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. An extended investigation has been performed for the reported complaint. Sensor was inserted in the sim-vivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app connection was created from freestyle libre 2 to librelinkup app. The invite was accepted as caregiver on librelinkup. Glucose values were received on librelinkup app and high/low alarms was set in librelinkup app. Keithley was adjusted in nano amps to trigger alarms. Alarms were verified and triggered on librelinkup app. Librelinkup functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a32 phone with android 13 operating system and app version 4.12,0(300000130). The customer had an unspecified issue and was unable to obtain readings. As a result, the customer was unable to monitor glucose levels and experienced fever and hyperglycemia symptoms. The customer was unable to self-treat and was taken to a healthcare provider where readings of 26.4mmol/l were taken on their meter. The customer was then given IV insulin(dose/type unspecified), IV saline, and "c triacsone" for treatment of a diagnosis of hyperglycemia. A reading of 6.8mmol/l was then taken after completion of treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a32 phone with android 13 operating system. The customer had an unspecified issue and was unable to obtain readings. As a result, the customer was unable to monitor glucose levels and experienced fever and hyperglycemia symptoms. The customer was unable to self-treat and was taken to a healthcare provider where readings of 26.4mmol/l were taken on their meter. The customer was then given IV insulin(dose/type unspecified), IV saline, and "c triacsone" for treatment of a diagnosis of hyperglycemia. A reading of 6.8mmol/l was then taken after completion of treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported connection issues with librelinkup. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the operating system, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a32 phone with android 13 operating system and app version 4.12,0(300000130). The customer had an unspecified issue and was unable to obtain readings. As a result, the customer was unable to monitor glucose levels and experienced fever and hyperglycemia symptoms. The customer was unable to self-treat and was taken to a healthcare provider where readings of 26.4mmol/l were taken on their meter. The customer was then given IV insulin(dose/type unspecified), IV saline, and "c triacsone" for treatment of a diagnosis of hyperglycemia. A reading of 6.8mmol/l was then taken after completion of treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a32 phone with android 13 operating system. The customer had an unspecified issue and was unable to obtain readings. As a result, the customer was unable to monitor glucose levels and experienced fever and hyperglycemia symptoms. The customer was unable to self-treat and was taken to a healthcare provider where readings of 26.4mmol/l were taken on their meter. The customer was then given IV insulin(dose/type unspecified), IV saline, and "c triacsone" for treatment of a diagnosis of hyperglycemia. A reading of 6.8mmol/l was then taken after completion of treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report: this report concerns the same event as that reported under MDR MFR report # 2954323-2024-48771 / adc reference 87883225. Therefore, any future communications regarding this event will be provided under MDR MFR report # 2954323-2024-48771 / adc reference (B)(4).